Event description:
It was reported that the left ventricular lead exhibited high impedance in the bipolar configuration. As the patient was not configured bipolar, no intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.